Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with nordic bluetooth device passed. Global transmitter final functional test passed. Data/share log reviewed. The customer complaint was confirmed because the device showed an inaccurate cgm on the log. A root cause could not be determined via product evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.